Event description:
Customer reported their serter was not working properly. The customer's blood glucose was 407 mg/dl. The customer was advised that the site may be too close to a serter. The customer declined to troubleshoot for high blood glucose. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.